Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant was not returned; therefore, the alleged stretching could not be verified. Evidence of implant detachment via activation of a detachment controller was found from the burn marks on the strain relief. Further inspection of the pusher found it to be wavy, but this damage likely did not cause or contribute to the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing excessive forces. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an aneurysm, the implant coil stretched and detached during removal. The coil was pushed into the aneurysm with the wire. There was no reported patient injury or additional intervention.